Event description:
The customer reported the ventilator would not power on. The device was not in use on a patient therefore there was no patient involvement. Review of the device diagnostic history noted an occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided. The manufacturer's service technician reported the customer described problem was duplicated. The service technician replaced the cpu board to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.